Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 1600 mg/dl, while wearing the pod. Multiple corrections were administered using the pod but the bg levels did not decrease. At the hospital, the patient was placed on a ict therapy (unspecified).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 1600 mg/dl, while wearing the pod. Multiple corrections were administered using the pod but the bg levels did not decrease. At the hospital, the patient was placed on a ict therapy (unspecified).